Event description:
It was reported that during fluid administration through the cannula they found the cannula was leaky. The fluid came out sideways and everywhere. As a result, another kit was opened and used successfully for the pt. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was okay. F/u info received on (B)(4) 2012, states the leak was coming from the side of the plastic hub of the introducer needle.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.